Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to complications: corrosion at the neck and stem junction; prosthetic has caused alval and metal poisoning. (Right)

Manufacturer narrative:
Additional information received from litigation: updated incident description, part #, and evaluation codes.

Event description:
Allegedly the patient was revised due to mom complications: pain was experienced as a result of metalosis or corrosion of one of the modular (B)(6) 2016 that "a large abnormal tissue mass is noted within the ileopsoas bursa measuring 6.7 x 2.2 x 2.5 cm in caudocranial, anteroposterior and transverse dimensions, respectively." Dr. (B)(6) found the mass "highly suggestive of a metal on metal pseudotumor (alval)." " corrosion at the neck and stem junction; prosthetic has caused alval and metal poisoning." (Right) additional information received from litigation on 6.5.19: updated implant date, original surgery location, and were able to locate 3 invoices from same date of surgery to determine parts used.